Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A physician reported micro adhesions and a side cut not separating smoothly on a patient's left eye following lasik flap creation. The flap required scoring from the physician to be separated. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye. Additional information has been requested.

Manufacturer narrative:
Based on quality assessment, the product met specifications at the time of release.based on the information obtained, the root cause of the reported event cannot be determined conclusively.(B)(4).